Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had sudden incontinent episodes and a loss of therapy after a fall. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient fell on their hip in the general area that contained the stimulator. An impedance check was done and came back fine, and the battery life was at 48 months. There was some general soreness and stimulation was comfortable. No further complications were reported/anticipated.